Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set was leaking at the y-site.

Event description:
It was reported that while the rn was priming the tubing set, it leaked at the y-site, medication dripped onto the floor, another pump infusion set and antibiotic was used. There was no patient impact.